Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 4 bd vacutainer® acd solution a blood collection tubes hemolyzed within 2 hours after being taken to the research lab. The patient involved was recovering from covid-19 and taking "xarelto, tadalafil, and an antihistamine". Currently, the patient has been hospitalized and will be redrawn on a future date. The following information was provided by the initial reporter: "I drew blood on a study participant yesterday. The study calls for using acd tubes (4) for a particular test. To that end, I drew the 4 acd tubes along with the other required blood evaluations. Within 2 hours, I received a call from our research laboratory informing me that the blood in the acd tubes had hemolyzed. There was no hemolyzation noted in the other tubes." "Spoke with the customer, and this is a covid-19 study. The participants are recovering covid-19 patients. The 4 acd tubes were hemolyzed, but the other tubes drawn were not (10 in total). The acd tubes were not drawn at the end. The patient is taking xarelto, tadalafil, and an antihistamine. This situation has not occurred with the other patients, but they are not taking an anticoagulant. The blood was drawn with a winged set. The patient will return on (B)(6) for a redraw." "Her patient has been hospitalized and will not be able to be re-drawn until the (B)(6)".

Event description:
It was reported that 4 bd vacutainer® acd solution a blood collection tubes hemolyzed within 2 hours after being taken to the research lab. The patient involved was recovering from covid-19 and taking "xarelto, tadalafil, and an antihistamine". Currently, the patient has been hospitalized and will be redrawn on a future date. The following information was provided by the initial reporter: "I drew blood on a study participant yesterday. The study calls for using acd tubes (4) for a particular test. To that end, I drew the 4 acd tubes along with the other required blood evaluations. Within 2 hours, I received a call from our research laboratory informing me that the blood in the acd tubes had hemolyzed. There was no hemolyzation noted in the other tubes." "Spoke with the customer, and this is a covid-19 study. The participants are recovering covid-19 patients. The 4 acd tubes were hemolyzed, but the other tubes drawn were not (10 in total). The acd tubes were not drawn at the end. The patient is taking xarelto, tadalafil, and an antihistamine. This situation has not occurred with the other patients, but they are not taking an anticoagulant. The blood was drawn with a winged set. The patient will return on june 10 for a redraw." "Her patient has been hospitalized and will not be able to be re-drawn until on (B)(6)."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Customer was contacted by technical service and it was noted that this issue has only occurred with one patient. As of on (B)(6) 2020 the patient has not returned for a recollect. The customer informed us she will contact us with any further issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.